Manufacturer narrative:
Hamilton medical ags conclusion: root cause: defective esm board. Correction: replaced esm board.

Event description:
The following was reported to hamilton medical ag: c3 vent would stop midway through start up and a constant audible alarm would sound. Summary: unit doesn't start up (blue boot screen).

Event description:
The following was reported to hamilton medical ag: c3 vent would stop midway through start up and a constant audible alarm would sound. Summary: unit doesn't start up (blue boot screen).

Manufacturer narrative:
Hamitlon medical ags conclusion: root cause: defective mainboard (needs to be confirmed).